Event description:
New information noted that the lead also exhibited extra cardiac stimulation. The lead was capped and replaced on (B)(6) 2020. The procedure was performed without complication. Patient was stable pre, during and post-procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition.